Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol). The device had been checked one month prior and was at middle of life 2 (mol2). The device outputs were programmed to 2.4 v @ 0.5 msec for the ra and rv and 0.8 v @ 1 msec for the lv. The only shocks ever delivered were at the time of the initial implant testing. The magnet was turned off because this device is part of the reed switch recall. The ra and lv leads were repaired during the procedure because the physician potentially hit them with the electrocautery. The physician was not sure if he hit them as all of the lead measurements were within normal limits, but the physician opted to place the repair sleeves over the leads. The device was returned to guidant for analysis.,